Event description:
It was reported that the right ventricular lead was capped due to unacceptable thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.